Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment occurred. The stenosed target lesion was located in the severely tortuous superficial femoral artery (sfa) in the lower extremities. Following pre-dilation, a 5 x 150 x 75 innova¿ stent was advanced ipsilateral over a non-bsc guidewire and stent deployment was initiated. During the procedure, the stent could not be deployed inside the patient. Only the tip of the stent was able to be deployed. There were no issues with the thumbwheel or pull grip during deployment attempts. The physician removed the stent from the patient with no further interventions. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was reported as stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. No damage was noticed on the mid-shaft. There was a kink on the inner liner at 6cm from the markerband. The stent was inside the device when returned and no part of the stent was exiting the sheath. The stent was deployed by rotating the thumbwheel. The stent was deployed approximately 8mm with no issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The stenosed target lesion was located in the severely tortuous superficial femoral artery (sfa) in the lower extremities. Following pre-dilation, a 5 x 150 x 75 innova¿ stent was advanced ipsilateral over a non-bsc guidewire and stent deployment was initiated. During the procedure, the stent could not be deployed inside the patient. Only the tip of the stent was able to be deployed. There were no issues with the thumbwheel or pull grip during deployment attempts. The physician removed the stent from the patient with no further interventions. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was reported as stable post procedure.